Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, total and partial delamination on the plug strap disk shell and white particles in the inner surface. Leak test and microscopic analysis was performed which identified: the unit does not leak, total and partial delamination on the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint (deflation). Partial and total delamination on the plug strap disk shell (adhesive failure).

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is/was deflation.

Event description:
Health professional reported right side deflation. Device remains implanted.